Event description:
Customer stated they started to experience sensitivity, jaw discomfort and aligners broke.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.